Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length bifurcated stent was selected for use in a patient. It was reported that the stent graft was successfully placed. Upon final angiogram, the phytsician felt that the stent graft was shorter than the selected devices. It was reported that the physician inserted a measurements measured 13.5 cm. The physician elected to add an extension cuff and the results were fine. Medtronic has received the device and the analysis of the device histroy record review and the stent graft delivery system has been completd. Device history record review demonstrates that the complaint device met manufacturing specification before and after loading of the stent graft into the delivery system. The recorded measurements of the stent graft before and after loading the stent graft into the delivery system met specification. It was verified that the labels printed for the devices were that for 165mm length device. Physical measurements were taken that indicate that the device is within specification and measured at approximately 165mm in length, indicating that a stent graft with the length of 16mm was in this delvery catheter. Medtronic has received one CT of the device and the CT has been sent to an outside medical professional for analysis and request for additional information has been made. No additional clinical sequelae were reported and the patient is fine.